Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03945 was provided in sections b5, h1 and h6.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old male admitted in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an encapsulated thrombus that became dislodged during impella support via a 5.5 device inserted surgically in the left axillary artery. The thrombus had been caught in the device's inflow cage, but ultimately passed into the aorta where it became lost under imagery. Patient then endured ischemia in the right lower limb that required intervention via cutdown. The patient expired on support, however, the cause and/or relationship to the impella device is unknown.